Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included, no additional patient information was available.

Event description:
The customer observed falsely elevated alinity I ca 19-9 results for one patient. The following data was provided: sid (B)(6), initial test 98.02 u/ml, retest 8.02 u/ml. No impact to patient management was reported.